Event description:
The patient is reportedly experiencing non-auditory sensations and poor performance. Programming adjustments were made, however, the issue was not resolved. Revision surgery is under consideration.